Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a load slide clamp error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the process step was not provided by the reporter. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device malfunction "load slide clamp error" occurs upon pump-tubing set-up (tubing loading). The issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.